Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after experience high voltage shocks. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. The patient reported no recent surgeries or emi exposures. No intervention was performed. The patient was asymptomatic and no further information was available.

Manufacturer narrative:
Final analysis noted the device was unable to be interrogated with a programmer. The reported event of backup operation was confirmed through review of the backup vvi status report and the root cause of the backup operation and loss of communication was determined to be premature battery depletion. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
Related manufacturer report number: 2017865-2019-03715. New information notes the patient was admitted following the high voltage shocks and backup vvi. The implantable cardioverter defibrillator as well as a right ventricular lead were explanted and replaced on (B)(6) 2018. The patient returned for a follow up appointment (B)(6) 2018 and was stable.